Event description:
It was reported that the customer experienced a low blood glucose displayed as "low"; although specific value was not provided. Cause was not known. The customer consumed carbohydrates to address the blood glucose.